Manufacturer narrative:
UDI not available as product was manufactured on or before 9/23/2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room with bradycardia and lightheadedness. Interrogation revealed the patient's right ventricular lead failed to capture and exhibited a high, out of range pacing impedance. It was alleged the lead may have been fractured. The lead was capped and replaced on (B)(6) 2021. The patient was stable.